Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During revision surgery when the doctor removed four screws, wiry fragment was found from all the screws. Some fragment remained in the patient's body.